Event description:
Air was entering at valve device and fat graft was not flowing through it properly. A 5ml syringe was successfully used as a substitute, and device was submitted along with device/product complaint report sheet.